Event description:
The customer reported to olympus, when removing the colonovideoscope scope from colon during a procedure the distal end became damaged, and wires/metal protruded. This caused mild tissue damage to patient but no perforations. The issue was found during a diagnostic procedure.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
Correction to h6 of the initial report to replace "investigation type" code 10 - testing of actual/suspected device with code 4114 - device not returned. This report is being supplemented to provide additional information based on further follow-up with the user facility and the legal manufacturer's final investigation. During further follow-up with the user facility the customer confirmed the mild tissue damage closely resembled normal scope trauma. The patient went home with no complaints or known issues, and did not disclose any problems or complaints in a follow-up post-operative call. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.